Event description:
Event description cpi received information that this downsize plus lead (0095-202392) was removed from service four days after initial implant, due to poor r-wave. Another (0095) lead was implanted.